Event description:
The patient underwent a revision surgery 322 days postop. The revision was performed via an anterior approach. The posterior fixation, including the broken screw, was not removed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a minimally invasive posterior fusion at l5-s1 using posterior fixation. The patient returned approximately 6 months post-op reporting new pain. Radiographic imaging showed that both screws in s1 were broken, and the patient has motion at the l5-s1 level. A non-union was diagnosed. An alif revision surgery is being considered, but the physician has requested that the patient cease smoking before another surgery is performed.

Manufacturer narrative:
(B)(4) pseudoarthrosis. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.